Event description:
Customer reported an issue with panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a loaner, while the unit is being returned for further eval.